Event description:
Employee at physical therapy clinic wanted to experience an eccentric contraction on kin-com dynamometer. During exercise, her patella dislocated. Patella was reset immediately. Device was operating within its normal operating parameters.